Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv1.5 device ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available. Batch review determined that a nonconformance report was documented for the manufacturing of this lot, but the issue in the nonconformance report is not foreseeable to contribute to the reported / confirmed problem.